Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump was received (B)(4) 2013. A product evaluation revealed that the breast pump passed all functional tests. The customer reported problem could not be confirmed. In the follow up with the customer on (B)(6) 2013, her obgyn diagnosed her with a mastitis infection and prescribed her kflex and cleocin. She was exclusively pumping when she developed the mastitis infection. She has seen a lactation consultant and was properly fitted for breast shields. She states her mastitis infection was resolved. On (B)(6) 2013, the clinical assessment stated the customer no longer is experiencing a mastitis infection. She has finished taking antibiotics and is working with area lactation consultant. She states her replacement breast pump is working well. This tissue is resolved with no permanent adverse effects to the customer. No further follow up necessary. "Mastitis is usually a benign self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). The pump was visually examined and the following were noted. Pump type: pump in style item # (B)(4). Kit components received: pump, transformer, battery, breast shield, valve, membrane, one piece of tubing, connector. The unit functioned within specifications. No issues were noted with the unit or the returned components.

Event description:
Customer stated her device has low suction and will not empty her breasts. She has developed plugged and a mastitis infection.